Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection procedure, the surgeon clamped the tissue and tried to fire the device, however the handle could not be squeezed. Replaced by new reload, and the procedure was completed. There was no patient injury.